Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged and exhibited loss of capture. No asystole was observed. Additional information indicates that there was removal difficulty in which the lead had moved post implant with lower sensing and higher threshold. The physician tried to reposition the lead but the lead would not move from the location it was currently in. Further, dislodgement was confirmed through fluoroscopy. This rv lead was surgically abandoned. No additional adverse patient effects were reported.